Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The navigation system passed the system checkout and performed as intended. No parts were replaced on the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that while performing the procedure the surgeon kept commenting that he felt inaccurate. The surgeon stated he was on the posterior wall of the anatomy and the navigation system was showing anterior by 3mm. They proceeded with the surgery and did not re-register the patient. There was no delay to the procedure, and there was no impact on patient outcome. A medtronic representative performed a system checkout while on site and could not recreate the issue.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735736, software version: 1.2.0. The software investigation was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. Logs and archive were reviewed and provided no indication that a software anomaly contributed to the reported behavior. Software appeared to be working as designed. The sagittal scan was the one with the registration, it was very blocky and the slices were prominent. The axial scan would probably have been a better candidate to register on as the 3d model looked smoother. Some points were in/under the skin, so perhaps the probe had too much pressure applied. The site also traced on the soft tissue of the nose (nostrils), which was included in the registration calculation. The logs did not show any indication of inaccuracy. If information is provided in the future, a supplemental report will be issued.